Manufacturer narrative:
Lot/serial number was not provided by the customer; therefore, only a partial UDI is known. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive b-hcg result on the architect i2000sr analyzer. The following data was provided for one patient (two samples): first sample (B)(6): result at (B)(6). Second sample (B)(6): result negative. Rerun of both samples after centrifuging: s1=417 and 421; s2 = negative. There was no impact to patient management reported.

Manufacturer narrative:
The conclusion code was corrected to (B)(4). The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No patient sample was available for return, therefore statistical control chart (spc) analysis was performed for architect total b-hcg reagents. No unusual variation was observed with the architect total b-hcg assay. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits and no unusual reagent lot performance was identified. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.